Event description:
The plaintiff attorney alleged the decedent experienced an unspecified injury and subsequently expired on (B)(6) 2010 after the use of the product.

Manufacturer narrative:
This is one of two device reports for this event. Associated MFR report numbers: 1225714-2014-00211 and 1225714-2014-00212. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received alleged that the patient experienced cardiac arrest, which is alleged to have been caused by the product administered for dialysis treatment.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products: associated mdrs #1225714-2014-00211 and 1225714-2014-00212.